Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 and 1.2 fails to detect on bus. The field service engineer reseated the row board cable for main drawers 1.1 and 1.2.and recovered the storage space to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system that the drawer was failed to detect on bus. The customer reported that the main drawer 1.1 and 1.2 fails to recover storage space. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.